Event description:
The facility representative reported a colleague infusion pump with failure code 500:320:654:0000. It is unknown when or where the reported condition occurred. There was no report of patient involvement, injury or medical intervention necessary. During the product evaluation at baxter, it was discovered that failure code 500:320:654:0000 occurred during infusion, which caused an interruption during delivery. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was a faulty keypad on the front bezel. The front bezel has been replaced to correct this condition. Additional: a service history review revealed that the device has not been previously serviced for the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.